Event description:
The pump was programmed to infuse morphine sulfate, 250 ml bottle, at 1ml/hr. The entire amount of solution infused in less than two hours. The female patient did not appear to be initially affectd by the occurrence. She suffered from terminal cancer and utilized high doses of pain medication at home. However, narcan was given IV as a precaution. The pump was removed from the patient. No additional medical intervention was required.